Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the subject meter was reading inaccurately high compared to his feelings (over 10.x mmol/l). The customer care advocate confirmed that the meter was set correctly to the "mmol/l" setting and that the test strips were stored correctly and within discard/expiration date. At the time of the call, the reporter was unable to conduct a control solution test due to lack of testing supplies. There were no allegations of an injury as a result of the reported issue. This complaint was initially ruled out since there was no evidence of a product malfunction or an adverse event. On (B)(6) 2012, lifescan received the test strips involved with the complaint. Investigation conducted control solution test with the returned test strips and the result was above expected range. This complaint is now being reported due to the failed test results with the returned test strips. Lifescan has not received the meter involved with the complaint.